Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It has been reported that one bd sedi-40 has been found malfunctioning during use. The following has been provided by the initial reporter: results cannot be read properly.

Manufacturer narrative:
H.6. Investigation summary : bd had performed a technical evaluation of the customer's sedi-40 instrument. A device history review could not be completed as no batch number was provided. No defect could be identified with the returned instrument, however the instrument was upgraded as required. The service technician had verified that the instrument was operating within normal parameters. H3 other text : see section h.10.

Event description:
It has been reported that one bd sedi-40 has been found malfunctioning during use. The following has been provided by the initial reporter: results cannot be read properly.